Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had a red heart alarm when the patient stood up to urinate. The controller hung freely besides him and he was informed of the risks of this. Lvad interrogation revealed no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files did not confirm the report of a red heart alarm. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6) , could not be conclusively established. The submitted controller event log file contains data from 03:56:07 through 11:44:19 on (B)(6) 2020. Motor power ranged between 3.5 and 4.0 w, calculated flow ranged between 3.3 and 4.9 lpm, and calculated flow ranged between 3.2 and 10.8. No red heart alarms were observed throughout the controller log files. A total of 123 pi events were observed throughout the approximately 8 hours of data, comprising about 96% of the log file. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. Heartmate 3 lvas IFU, section 1 entitled ¿introduction¿, addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.